Event description:
I am a type 2 diabetic patient & have been using the dexcom g7 cgm system to monitor my bs since it was approved for use & made available (prior to this I was a dexcom g6 cgm user for many years) in the us (2023). This problem is in regard to a recent rx refill (B)(6) that was filled @a local grocery store pharmacy chain, known as (B)(6). At the time of dispensing, I paid for/received a total of 3 dexcom g7 sensors (a 1-month's supply, each dexcom g7 sensor has a 10-day lifespan, once applied/activated) & during the use of the last of the 3 dexcom g7 sensors (w/~3 days left to go before it's official 10-day use period ended), I experienced an intermittent reading error from my dexcom g7 receiver unit that indicated that the sensor was not transmitting bs readings continuously & there were signal fluctuations from the sensor to the receiver. Dexcom has a consumer/customer support system available either online or via phone, whereby a customer can request that a replacement sensor be sent to address a faulty sensor & I have done this many times throughout my history being a dexcom patient & never had any issues w/this process, so I submitted a request online for a replacement sensor as I normally would. Only this time w/in 1 day, their technical support staff advised me via e-mail that this particular sensor c/would not be replaceable b/c according to them it's serial # corresponded to the fact that this appeared to be a "sample." Now, again, I purchased these from the (B)(6) retail rx listed above as I always have gotten my dexcom g7 sensors from them & I've never had any issues + I had to pay for this 1-month's supply of dexcom g7 sensors out of my own pocket b/c my insurance company (B)(6) will no longer pay for me to receive these sensors due to having changed their prior approval criteria, whereby I no longer qualify to have these paid for by insurance. Also, this dexcom g7 sensor box is completely indistinguishable from any other commercially available dexcom g7 sensor box, i.e. They are all identical -- there is absolutely no "sample" labeling of any kind on the outside of this particular dexcom g7 sensor box! The only way for this dexcom g7 sensor box to be distinguished as a "sample" is for its serial # to be identified by dexcom's technical support, so how did this "sample" magically end-up in the supply chain to be able to be dispensed by the final point in the supply chain, i.e. A retail rx, which receives all its inventory from a larger wholesale distributor, who, in turn, receives all it's inventory either from another intermediary wholesale distributor or directly from dexcom. Worst of all not only can I not receive a replacement dexcom g7 sensor for this faulty/failing sensor, but then I had to pay (again, out of my own pocket) for more sensors. This time it was for a new dexcom g7 sensor rx (B)(6), which cost me >(B)(6) for a 3-month's supply (9 total) of sensors, so I called dexcom technical support to "vet" all 9 boxes to make sure that they were not "sample" boxes & 3 (three) of the 9 (nine) boxes had serial #'s that corresponded to being dexcom "sample" boxes. Now the odds of any 1 (one) of these 3 (three) dexcom "sample" sensors actually having a problem & needing to be replaced is unknown to me b/c I don't know the difference, if any, between a commercially-available dexcom g7 sensor vs a dexcom "sample" g7 sensor, but what I do know, is that "sample(s)" are not supposed to be used for any commercial re-sale purposes, so how did they get there & what are they doing in the larger supply chain in the 1st place that would allow them to be given to unwitting wholesale distributor(s)/retail pharmacy(ies)/registered pharmacist(s), not to mention the intended end-user, (diabetic) patients??!! Also, what am I to do about these 3 dexcom "sample" g7 sensors, i.e. Use them & hope there's nothing wrong w/them b/c dexcom will not replace them?! I cannot return them to the (B)(6) rx where they were dispensed from b/c once dispensed (whether a drug or a medical device) items may be taken back, but they cannot legally be returned/replaced, so now I have 3 (4 counting the one that dexcom would not replace) dexcom g7 sensors that I paid for, but cannot be sure of their safety & reliability & I am left having paid for what essentially amounts to mislabeled/illegally-supplied/potentially-defective drug devices for which I cannot get my money back, e.g. (B)(6). I have pictures of all the commercially legal non-"sample" dexcom g7 sensor boxes for your comparison, they are identical to the dexcom g7 sensor "sample" boxes, I could not include all the pictures I have b/c of your 8mb attachment limitation!! Reference reports #: mw5168228, mw5168230, mw5168231